Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient presented to the emergency department with chest pain. It was determined that the patient had pericardial effusion. The right ventricular (rv) lead was repositioned to a different location and remains in use. No further patient complications have been reported as a result of this event.